Event description:
Revision surgery - due to the patient complaining of pain. After checking x-ray, it was found that the baseplate center screw was broken and several looses occured in glenoid bone. Revision surgery was done in another hospital after bonegrafting for glenoid bone.

Manufacturer narrative:
The reason for this revision surgery was due to the baseplate center screw breaking. As reported, the previous surgery and the surgery detailed in this investigation occurred 1.3 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. Initial or prolonged hospitalization was required. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. X-ray and photo are provided within the attached product complaint. The x-ray and photo show the center screw of the baseplate broken, confirming the complaint. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. The pcr (product complaint report) history shows previous complaints against the rsp (reverse shoulder prosthesis) baseplate for breakage in vivo. However, the complaint rate remains low and the reported incident does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. The root cause of this complaint was a revision surgery due to the baseplate center screw broken. There were no findings during this investigation that indicate that the reported device was defective. There was no information reported that evidences a material, design, or manufacturing problem with the product. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.